Event description:
It was reported that during a routine follow-up the right atrial (ra) lead was dislodged. As a result of that, patient underwent a surgical procedure in order to explant the lead. Lead was replaced with another boston scientific lead. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow-up the right atrial (ra) lead was found dislodge. As a result of that, patient underwent a surgical procedure in order to explant the device. Device was replace with another boston scientific lead. No additional adverse patient effects were reported.